Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported that the insulin pump was cracked at the corners of the screen. Blood glucose level was 177 mg/dl at the time of the call. No further information was provided.